Event description:
It was reported the pump was in a safe state. A reset occurred because there was a low battery. An underdose also occurred. The pt would not eat and vomited multiple times. The medication being delivered via the device was baclofen (2000 mcg/ml). Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).